Manufacturer narrative:
The customer reported that the units recently stopped being displayed at the cns. According to the customer, both units show comm loss on the cns. The customer was not able to provide the sn for the other bsm unit. Technical service asked the customer to make sure that the units were powered on. The customer stated that both units had been powered down; however, once the customer turned the units on, the comm loss message went away. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bedside monitors (bsms) recently stopped being displayed at the central nurse's station (cns). According to the customer, both units show comm loss on the cns.